Event description:
Reporter noted system locked during tuning; time clock stopped. Happened two out of three times with one handpiece; never happened with any others. Doctor was able to complete case, but cancelled four other cases. Unit has been working fine since they removed questionable handpiece from pool.

Manufacturer narrative:
Customer cancelled service call. Handpiece was discarded by company rep.